Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Boston scientific provided the following information: it was reported that bsc device changed out for an abbott device. The pocket soon became infected and the entire system needed to be extracted. Once the system was removed, a new rv lead 7742/1148893, was implanted with an external pacemaker as a temporary solution while the infection clears. It is not currently known when she will have a new system implanted. No serial number or implant date was provided.